Manufacturer narrative:
Remains implanted.

Event description:
A physician reported the locking mechanism of an ozark four-level plate disengaged approximately four months after implantation. No adverse consequence to the patient has been reported and revision surgery is not planned at this time.

Manufacturer narrative:
Per visual inspection, x-ray images of the construct were examined to evaluate the device failure. Plate showed backed out screws and a fractured dual screw cover at the caudal end of the device. Hexalobe cavity appeared to be missing which indicated that it had fractured off. It is unclear what caused the device to fracture and a root cause could not be determined based off of the available information. Functional inspection, dimensional inspection, and material analysis could not be performed since the device remains implanted in the patient. Review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained since the device associated with this event was not returned. Based off the ozark view and guide surgical technique, the correct plate and screw lengths should be selected to best fit the application. The appropriate plate size can be determined by placing the distal tips of the caliper on the vertebral bodies at the anticipated overall plate length. The appropriate plate size is the closest to the indicated length for the number of levels being fused. The proper plate size should not extend over the adjacent disc spaces. Plate sizes are available for procedures ranging from 1-5 levels. It is unclear what caused the device to fail but the issue originated from fracture of the screw cover. Insufficient information was available and a root cause for the screw cover fracture could not be determined.

Event description:
A physician reported the locking mechanism of an ozark four-level plate disengaged approximately four months after implantation. No adverse consequence to the patient has been reported and revision surgery is not planned at this time.